Event description:
Last week I had an issue with the sasuke microcatheter. We had some difficulty taking the catheter out once the side wire was delivered. After coming out, we realized on fluoroscopy that part of the catheter tip was dislodged and remained in the main vessel wire. After we completed the pci, the piece of the catheter had advanced more into distal lad. We then decided to wire a distal branch of the lad and we pushed this piece down. During a pci of the lad -use of sasuke dual lumen catheter. Upon removal of the sasuke noticed distal tip broke off, still in patient, md pushed it further down lad and left it.

Event description:
Last week I had an issue with the sasuke microcatheter. We had some difficulty taking the catheter out once the side wire was delivered. After coming out, we realized on fluoroscopy that part of the catheter tip was dislodged and remained in the main vessel wire. After we completed the pci, the piece of the catheter had advanced more into distal lad. We then decided to wire a distal branch of the lad and we pushed this piece down. During a pci of the lad -use of sasuke dual lumen catheter. Upon removal of the sasuke noticed distal tip broke off, still in patient, md pushed it further down lad and left it.

Event description:
Last week I had an issue with the sasuke microcatheter. We had some difficulty taking the catheter out once the side wire was delivered. After coming out, we realized on fluoroscopy that part of the catheter tip was dislodged and remained in the main vessel wire. After we completed the pci, the piece of the catheter had advanced more into distal lad. We then decided to wire a distal branch of the lad and we pushed this piece down. During a pci of the lad -use of sasuke dual lumen catheter. Upon removal of the sasuke -noticed distal tip broke off, still in patient, md pushed it further down lad and left it.